Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that pt was here for infusion that requires 0.2micron filter for treatment. We sent the filter, and the rn could not advance the fluid passed the filter on the device. The reporting caregiver had to obtain a different filter and replaced, which was successful. Product is bd smart site low sorbing extension set 0.2-micron low protein binding filter.

Event description:
Sample.

Manufacturer narrative:
Investigation summary: one unused sample was received and tested by our quality team with the customer's complaint of flow issues. The set was tested by priming then infusing saline solution and there were no issues abnormalities noticed. The complaint cannot be verified and the root cause remains unknown without the affected sample for investigation. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.